Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet using the tandem-provided wall adapter. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose was 225 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer used an alternate wall adapter to charge the pump. The customer continued to use the pump for insulin therapy.